Event description:
It was reported that the patient presented to the hospital because the device was beeping several times per day. The right ventricular (rv) lead impedance was high and had starting rising several weeks earlier. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.